Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached and remained in the insertion site under the skin. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and exterior physical visual inspection: fail - sensor wire is missing. Adhesive patch and housing puck are detached. Applicator is partially deployed. Sensor wire was not present. The problem is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached.